Manufacturer narrative:
B3 - date of event: date of event was approximated to 05/01/2026 as the exact event date was not reported. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review if completed a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of cause not established, based on the limited information within the event and the unanswered gfe. This conclusion code is based on the available information and the review conducted at the complaint investigation site. The device did not return for analysis. Without a returned device it is not possible to confirm the complaint allegation, and it is not possible to determine if there is any damage present along the device which could have contributed to the complaint event.

Event description:
It was reported that a balloon rupture occurred. A 10mm x 4.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon burst. There were no patient complications, and the patient was stable post procedure.